Manufacturer narrative:
Specific patient information and device serial number are documented as unknown. Date of event has been estimated since date of data collection and date of publication were not provided. (B)(6). Article title: follow-up of 6 children with implantable ventricular assist device ayano, ninomiya. Japanese society of pediatric cardiology and cardiology annual meeting/academic meeting program/abstract. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported through the research article "follow-up of 6 children with implantable ventricular assist device" that the heartmate 3 left ventricular assist device (lvad) may be associated with cardiac arrhythmia. One patient was implanted with a heartmate 3 lvad, and later underwent re-fixation for ventricular tachycardia.

Event description:
Additional information: the reported event occurred on a patient that was not implanted with a heartmate (hm) device. There were no reported device issues associated with an abbott product.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.